Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a prismaflex m100 set, a crack was observed above the degassing chamber. Treatment was discontinued with manual blood restitution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a picture sample was received for evaluation. The visual inspection of the provided picture did not identifying any specific defect on the impacted set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.